Event description:
It was reported that patient presented with inadequate stimulation. It was assessed there was high impedances at e12. The patient underwent a revision procedure to replace the ipg. Intraoperatively, after replacing the ipg the impedances seemed to be ok. However, an impedance check post op, indicated a high impedance on e12. The physician kept the patient admitted in the hospital and then later discharged by the physician as he believed that his condition had appeared improved compared to before the revision.

Manufacturer narrative:
The returned ipg was analyzed passed all tests performed and exhibited normal device characteristics. With all the available information boston scientific concludes the cause of the reported event could not be determined as no problem has been detected.

Event description:
It was reported that patient presented with inadequate stimulation. It was assessed there was high impedances at e12. The patient underwent a revision procedure to replace the ipg. Intraoperatively, after replacing the ipg the impedances seemed to be ok. However, an impedance check post op, indicated a high impedance on e12. The physician kept the patient admitted in the hospital and then later discharged by the physician as he believed that his condition had appeared improved compared to before the revision.